Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Arthritis of left knee (non suppurative) [arthritis]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from physician regarding a pt. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc injection (hylan g-f 20), dose regimen not provided. The lot number of synvisc was not provided. On an unspecified date, the pt developed arthritis. The action taken with synvisc treatment was not provided. The outcome for the event of arthritis was not provided. Relevant concomitant medications were not provided. The intensity for the event of arthritis was not provided. The reporting physician did not provide the relationship between synvisc and the event of arthritis. F/u info was received on (B)(4) 2012, which upgraded the case to serious. F/u info was received regarding pt's demographics, dosage regimen and event info. The pt's demographics were updated to (B)(6) female pt, with gonarthrosis of both knees. On (B)(6) 2012, the pt received treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml, 1x/w (left knee). On (B)(6) 2012, the pt received the second injection. On (B)(6) 2012, the pt received the third synvisc injection using a disposable needle without sterilized gloves into suprapatellar of the left knee after sterilizing with iodine. The same day, the pt developed nonsuppurative arthritis of left knee. On (B)(6) 2012, the pt visited the hosp and 55 cc of joint fluid was aspired. On (B)(6) 2012, 50 cc of joint fluid was aspired. The outcome for the event of nonsuppurative arthritis of left knee and joint effusion was not provided. The intensity for the event of nonsuppurative arthritis of left knee was severe. The intensity for the event of joint effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of nonsuppurative arthritis of left knee as probable. The reporting physician did not provide the relationship between synvisc and joint effusion. The qa (quality assurance) investigation results were received on (B)(4) 2012.